Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis, a log file was submitted, and a log file was downloaded for review. The log files contained overlapping events spanning approximately 8 days (26jul2021 ¿ 03aug2021 per timestamp). Throughout the log files are multiple intermittent no external power alarms while connected to 14v battery power. Low voltage alarms activated along these alarms as well. During these events the white power cable would lose power and the backup battery would activate during these events; however, both power cables did not lose power during these events. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all stages of testing. The system controller was able to operate on a mock loop without issue. The reported alarm was not reproduced. Additional information communicated on 19oct2021 indicated that the exchange of the system controller resolved the reported no external power alarms. The root cause of the reported no external power alarms was unable to be determined in this analysis. Incidental findings: fluid ingress, bent backup battery pin the device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis, a log file was submitted, and a log file was downloaded for review. The log files contained overlapping events spanning approximately 8 days ((B)(6) 2021 per timestamp). Throughout the log files are multiple intermittent no external power alarms while connected to 14v battery power. Low voltage alarms activated along these alarms as well. During these events the white power cable would lose power and the backup battery would activate during these events; however, both power cables did not lose power during these events. When the black power cable was disconnected and the white power cable was still connected to an external power source, the controller would alarm for no external power. This is consistent with the backup battery not detecting the presence of the white power cable due to the bent pin in the backup battery connector. There were no other notable alarms in the log file. Pump operation was not affected. While observing the controller, a pin on the backup battery was found to be bent and was placed back into the expected state prior to testing. The observed bent pin carries the signal used by the backup battery to determine if the white power cable is connected to external power; this would result in the backup battery being unable to detect the presence of the white power cable¿s connection to power. This would cause the controller to activate a no external power alarm when only the white power cable was connected. The returned controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information communicated on (B)(6) 2021 indicated that the exchange of the system controller resolved the reported no external power alarms. The root cause of the reported alarms were determined to be due to a bent backup battery pin. The root cause of the damage to the pin was unable to be determined in this analysis. Incidental findings: fluid ingress, bent backup battery pin. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged on 05aug2021 due to no external power alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the was admitted to hospital for a non-cardiac related issue but upon interrogation it was noted that the patient had frequent no external power alarms. The patient stated that the alarm occurred when he disconnected the white power cable when changing power sources. The alarm condition was recreated in clinic and it was confirmed that the patient only received no external power alarms when only the black power lead was connected. This issue occurred on both battery and wall power. The patient underwent controller exchange on (B)(6) 2021. Log file analysis captured multiple low battery hazard, no external power, and backup battery in use alarms.